Event description:
The customer alleged that the ventilator stopped cycling while in pt use. No pt harm reported. The nellcor puritan bennett customer support engineer (cse) inspected the device and could ot duplicate the alleged event. The unit passed extended self testing.